Event description:
Customer reported issue with the cartridge not being fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to remove the case from the pump, clean the pneumatic tap area, and successfully reload the cartridge, allowing them to resume insulin therapy.